Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("hsg showed mal-positioning of the right essure device with spillage of contrast noted in the right adnexal region/ only one essure coil was noted in the pathology findings / the right essure device appears to be only partially positioned"), post procedural haemorrhage ("prolonged and abnormal bleeding after essure implantation/ almost immediately after the procedure, I began experiencing heavy vaginal bleeding/ post-procedure bleeding") and genital haemorrhage ("heavy bleeding / abnormal bleeding / severe bleeding") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, gravida ii, parity 2 and itching. (B)(6)2013: plaintiff presented for a pre-op appointment. Her records state: patient here to schedule salpingectomy. Patient had essure procedure done and right side did not take. Concurrent conditions included back pain, menstrual disorder, menorrhagia, nausea, vomiting, diarrhea, breast mass, dysuria and vaginal discharge. Concomitant products included ethinylestradiol;norgestimate (sprintec) and medroxyprogesterone acetate (depo provera). On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding (using 6 sanitary pads an hour)"), pelvic pain ("severe pelvic pain in right lower quadrant"), alopecia ("hair loss"), dizziness ("intermittent dizziness"), dyspareunia ("difficult and painful sexual relations with her husband/ severe dyspareunia"), fatigue ("fatigue"), nausea ("nausea"), abdominal pain ("continued abdominal pain / stabbing pain in her abdomen / pain/ abdominal pain/ chronic pain"), ovarian cyst ("simple ovarian cyst"), abdominal pain lower ("cramping"), groin pain ("groin pain that radiated up into her back and worsened with intercourse and defecation/ worsened with intercourse and bowel movements"), complication of device removal ("other coil had not been removed") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with oral contraceptive nos, novasure endometrial ablation procedure on (B)(6)2014 and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, dizziness, dyspareunia, ovarian cyst, groin pain, complication of device removal and dysfunctional uterine bleeding outcome was unknown, the post procedural haemorrhage was resolving and the pelvic pain, alopecia, fatigue, nausea, abdominal pain and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, complication of device removal, device dislocation, dizziness, dysfunctional uterine bleeding, dyspareunia, fatigue, genital haemorrhage, groin pain, nausea, ovarian cyst, pelvic pain, post procedural haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: this case is linked to (B)(4). The records also state that doctor discussed with plaintiff that the general etiology of her pain is uncertain, and gave various possibilities for her pain, including: adhesions from previous surgery, endometriosis, or non-gynecological etiology such as gastrointestinal issues, urologic issues, and chronic pain. Nevertheless, doctor failed to mention that the essure coil still retained in her body was likely the cause of her symptoms. The device was in good position with 3 trailing coil on the left side, 2 trailing coils on right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: mal-positioning of the right essure with spillage of contrast noted in the right adnexal region.. Pathology test - on (B)(6)2013: that the first fallopian tube has a coiled wire in the lumen. No such finding was noted for the second fallopian tube. Plaintiff was not informed that only one essure coil was noted in the pathology findings and that the other coil had not been removed. Bilateral salpingectomy confirmed a coil in the first fallopian tube, but did not confirm it in the second fallopian tube.. Ultrasound biliary tract - on (B)(6)2012: nonspecific evaluation of the gallbladder by ultrasound. No evidence of cholelithiasis.. Ultrasound scan - on (B)(6)2012: approximately 3 x 12 mm homogeneously hypoechoic solid nodule at the juncture of subcutaneous fat with the anterior breast parenchyma near 9 o¿clock at the left cleavage. The anterior and lateral borders are smooth suggestive of fibro adenoma, but the deep border is nodular with small appendage like hypoechoic irregularities, so the histology is uncertain. Needle biopsy of the palpable lesion is suggested for clarification.. Ultrasound scan vagina - on (B)(6)2013: results: simple ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysfunctional uterine bleeding, vaginal bleeding, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-feb-2019: pfs and medical record received : reporter's information was added. Events added: heavy vaginal bleeding, heavy bleeding, dysfunctional uterine bleeding. Event outcomes of post procedure bleeding, fatigue, nausea pelvic pain, abdominal pain and hair loss were updated. Preferred term vaginal hemorrhage was updated to post procedural bleeding. Medical history and concomitant drug. Treatment drug, lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('hsg showed mal-positioning of right essure with contrast spillage in right adnexal region/ only one essure coil was noted in pathology findings/ right essure appears to be only partially positioned') and post procedural haemorrhage ('prolonged and abnormal bleeding after essure implantation/ almost immediately after the procedure, I began experiencing heavy vaginal bleeding/ post-procedure bleeding') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, gravida ii, parity 2, itching, perineal pain, sexual problem, kidney infection, stress incontinence, female and hirsutism. (B)(6) 2013: plaintiff presented for a pre-op appointment. Her records state: patient here to schedule salpingectomy. Patient had essure procedure done and right side did not take. Concurrent conditions included back pain, menstrual disorder, menorrhagia, nausea, vomiting, diarrhea, breast mass, dysuria, vaginal discharge, back muscle spasms, radiculopathy, sprain, strain and urge incontinence. Family history included breast cancer female (maternal aunt), breast cancer female (paternal aunt), breast cancer female (maternal first cousin) and breast cancer female (paternal first cousin). Concomitant products included baclofen, ethinylestradiol;norgestimate (sprintec), medroxyprogesterone acetate (depo provera) and oxybutynin hydrochloride (ditropan). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / abnormal bleeding / severe bleeding"), vaginal haemorrhage ("heavy vaginal bleeding (using 6 sanitary pads an hour)"), pelvic pain ("severe pelvic pain in right lower quadrant"), alopecia ("hair loss"), dizziness ("intermittent dizziness"), dyspareunia ("difficult and painful sexual relations with her husband/ severe dyspareunia"), fatigue ("fatigue"), nausea ("nausea"), abdominal pain ("continued abdominal pain / stabbing pain in her abdomen / pain/ abdominal pain/ chronic pain"), ovarian cyst ("simple ovarian cyst"), abdominal pain lower ("cramping"), groin pain ("groin pain that radiated up into her back and worsened with intercourse and defecation/ worsened with intercourse and bowel movements"), complication of device removal ("other coil had not been removed"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), hypersensitivity ("hypersensitivity ") and autoimmune disorder ("auto-immune "). The patient was treated with oral contraceptive nos, novasure endometrial ablation procedure on (B)(6) 2014 and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, dizziness, dyspareunia, ovarian cyst, groin pain, complication of device removal, dysfunctional uterine bleeding, hypersensitivity and autoimmune disorder outcome was unknown, the post procedural haemorrhage was resolving and the pelvic pain, alopecia, fatigue, nausea, abdominal pain and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, complication of device removal, device dislocation, dizziness, dysfunctional uterine bleeding, dyspareunia, fatigue, genital haemorrhage, groin pain, hypersensitivity, nausea, ovarian cyst, pelvic pain, post procedural haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: this case is linked to (B)(4). The records also state that doctor discussed with plaintiff that the general etiology of her pain is uncertain, and gave various possibilities for her pain, including: adhesions from previous surgery, endometriosis, or non-gynecological etiology such as gastrointestinal issues, urologic issues, and chronic pain. Nevertheless, doctor failed to mention that the essure coil still retained in her body was likely the cause of her symptoms. The device was in good position with 3 trailing coil on the left side, 2 trailing coils on right side. She had a salpingectomy, but both of her coils were not removed during the procedure. She had a coil migrate that has not been located and she continues to experience significant pain and bleeding. She was told that she now needs a hysterectomy, but has been nervous to undergo such an invasive procedure at her young age. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: mal-positioning of the right essure with spillage of contrast noted in the right adnexal region.. Pathology test - on (B)(6) 2013: that the first fallopian tube has a coiled wire in the lumen. No such finding was noted for the second fallopian tube. Plaintiff was not informed that only one essure coil was noted in the pathology findings and that the other coil had not been removed. Bilateral salpingectomy confirmed a coil in the first fallopian tube, but did not confirm it in the second fallopian tube.. Ultrasound biliary tract - on (B)(6) 2012: nonspecific evaluation of the gallbladder by ultrasound. No evidence of cholelithiasis.. Ultrasound scan - on (B)(6) 2012: approximately 3 x 12 mm homogeneously hypoechoic solid nodule at the juncture of subcutaneous fat with the anterior breast parenchyma near 9 o¿clock at the left cleavage. The anterior and lateral borders are smooth suggestive of fibro adenoma, but the deep border is nodular with small appendage like hypoechoic irregularities, so the histology is uncertain. Needle biopsy of the palpable lesion is suggested for clarification.. Ultrasound scan vagina - on (B)(6) 2013: results: simple ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysfunctional uterine bleeding, vaginal bleeding, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('hsg showed mal-positioning of right essure with contrast spillage in right adnexal region/ only one essure coil was noted in pathology findings/ right essure appears to be only partially positioned') and post procedural haemorrhage ('prolonged and abnormal bleeding after essure implantation/ almost immediately after the procedure, I began experiencing heavy vaginal bleeding/ post-procedure bleeding') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, gravida ii, parity 2, itching, perineal pain, sexual problem, kidney infection, stress incontinence, female and hirsutism. (B)(6) 2013: plaintiff presented for a pre-op appointment. Her records state: patient here to schedule salpingectomy. Patient had essure procedure done and right side did not take. Concurrent conditions included back pain, menstrual disorder, menorrhagia, nausea, vomiting, diarrhea, breast mass, dysuria, vaginal discharge, back muscle spasms, radiculopathy, sprain, strain and urge incontinence. Family history included breast cancer female (maternal aunt), breast cancer female (paternal aunt), breast cancer female (maternal first cousin) and breast cancer female (paternal first cousin). Concomitant products included baclofen, ethinylestradiol;norgestimate (sprintec), medroxyprogesterone acetate (depo provera) and oxybutynin hydrochloride (ditropan). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / abnormal bleeding / severe bleeding"), vaginal haemorrhage ("heavy vaginal bleeding (using 6 sanitary pads an hour)"), pelvic pain ("severe pelvic pain in right lower quadrant"), alopecia ("hair loss"), dizziness ("intermittent dizziness"), dyspareunia ("difficult and painful sexual relations with her husband/ severe dyspareunia"), fatigue ("fatigue"), nausea ("nausea"), abdominal pain ("continued abdominal pain / stabbing pain in her abdomen / pain/ abdominal pain/ chronic pain"), ovarian cyst ("simple ovarian cyst"), abdominal pain lower ("cramping"), groin pain ("groin pain that radiated up into her back and worsened with intercourse and defecation/ worsened with intercourse and bowel movements"), complication of device removal ("other coil had not been removed"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), hypersensitivity ("hypersensitivity ") and autoimmune disorder ("auto-immune "). The patient was treated with oral contraceptive nos, novasure endometrial ablation procedure on (B)(6) 2014 and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, dizziness, dyspareunia, ovarian cyst, groin pain, complication of device removal, dysfunctional uterine bleeding, hypersensitivity and autoimmune disorder outcome was unknown, the post procedural haemorrhage was resolving and the pelvic pain, alopecia, fatigue, nausea, abdominal pain and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, complication of device removal, device dislocation, dizziness, dysfunctional uterine bleeding, dyspareunia, fatigue, genital haemorrhage, groin pain, hypersensitivity, nausea, ovarian cyst, pelvic pain, post procedural haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: this case is linked to (B)(4). The records also state that doctor discussed with plaintiff that the general etiology of her pain is uncertain, and gave various possibilities for her pain, including: adhesions from previous surgery, endometriosis, or non-gynecological etiology such as gastrointestinal issues, urologic issues, and chronic pain. Nevertheless, doctor failed to mention that the essure coil still retained in her body was likely the cause of her symptoms. The device was in good position with 3 trailing coil on the left side, 2 trailing coils on right side. She had a salpingectomy, but both of her coils were not removed during the procedure. She had a coil migrate that has not been located and she continues to experience significant pain and bleeding. She was told that she now needs a hysterectomy, but has been nervous to undergo such an invasive procedure at her young age. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: mal-positioning of the right essure with spillage of contrast noted in the right adnexal region.. Pathology test - on (B)(6) 2013: that the first fallopian tube has a coiled wire in the lumen. No such finding was noted for the second fallopian tube. Plaintiff was not informed that only one essure coil was noted in the pathology findings and that the other coil had not been removed. Bilateral salpingectomy confirmed a coil in the first fallopian tube, but did not confirm it in the second fallopian tube.. Ultrasound biliary tract - on (B)(6) 2012: nonspecific evaluation of the gallbladder by ultrasound. No evidence of cholelithiasis.. Ultrasound scan - on (B)(6) 2012: approximately 3 x 12 mm homogeneously hypoechoic solid nodule at the juncture of subcutaneous fat with the anterior breast parenchyma near 9 o¿clock at the left cleavage. The anterior and lateral borders are smooth suggestive of fibro adenoma, but the deep border is nodular with small appendage like hypoechoic irregularities, so the histology is uncertain. Needle biopsy of the palpable lesion is suggested for clarification.. Ultrasound scan vagina - on (B)(6) 2013: results: simple ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysfunctional uterine bleeding, vaginal bleeding, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received- new events : hypersensitivity and auto-immune were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("hsg showed mal-positioning of the right essure device with spillage of contrast noted in the right adnexal region") and vaginal haemorrhage ("heavy vaginal bleeding (using 6 sanitary pads an hour / severe bleeding / prolonged and abnormal bleeding after essure implantation") in a (B)(6) female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), vaginal haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("severe pelvic pain in right lower quadrant"), alopecia ("hair loss"), dizziness ("intermittent dizziness"), dyspareunia ("difficult and painful sexual relations with her husband/ severe dyspareunia"), fatigue ("fatigue"), nausea ("nausea"), abdominal pain ("continued abdominal pain / stabbing pain in her abdomen / pain"), ovarian cyst ("simple ovarian cyst"), abdominal pain lower ("cramping"), groin pain ("groin pain that radiated up into her back and worsened with intercourse and defecation") and complication of device removal ("other coil had not been removed"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2013) and alternative therapy (novasure endometrial ablation procedure on (B)(6) 2014). At the time of the report, the device dislocation, vaginal haemorrhage, pelvic pain, alopecia, dizziness, dyspareunia, fatigue, nausea, abdominal pain, ovarian cyst, abdominal pain lower, groin pain and complication of device removal outcome was unknown. The reporter considered device dislocation, vaginal haemorrhage, pelvic pain, alopecia, dizziness, dyspareunia, fatigue, nausea, abdominal pain, ovarian cyst, abdominal pain lower, groin pain and complication of device removal to be related to essure. The reporter commented: the records also state that doctor discussed with plaintiff that the general etiology of her pain is uncertain, and gave various possibilities for her pain, including: adhesions from previous surgery, endometriosis, or non-gynecological etiology such as gastrointestinal issues, urologic issues, and chronic pain. Nevertheless, doctor failed to mention that the essure coil still retained in her body was likely the cause of her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2012: hysterosalpingogram result was mal-positioning of the right essure. On (B)(6) 2013: ultrasound scan vagina result was simple ovarian cyst. On (B)(6) 2012 hysterosalpingogram (result continuation): with spillage of contrast noted in the right adnexal region. On (B)(6) 2013: plaintiff presented for a pre-op appointment. Her records state: patient here to schedule salpingectomy. Patient had essure procedure done and right side did not take. The surgical pathology report from (B)(6) 2013 shows that the first fallopian tube has a coiled wire in the lumen. No such finding was noted for the second fallopian tube. Plaintiff was not informed that only one essure coil was noted in the pathology findings and that the other coil had not been removed. Bilateral salpingectomy confirmed a coil in the first fallopian tube, but did not confirm it in the second fallopian tube. She underwent a transvaginal ultrasound on (B)(6) 2014. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and her hsg showed mal-positioning of the right essure device with spillage of contrast noted in the right adnexal region (device dislocation). She underwent a laparoscopic bilateral salpingectomy eleven months after insertion, however, consumer was informed that only one essure coil was noted and that the other coil had not been removed. Consumer also experienced heavy vaginal bleeding (using 6 sanitary pads an hour / severe bleeding / prolonged and abnormal bleeding after essure implantation) and underwent novasure endometrial ablation procedure on (B)(6) 2014. Both the events are anticipated in essure's reference safety information. The exact time point and mechanism of device dislocation is unknown, however, considering the nature of event, it was considered related to essure. Abnormal vaginal bleeding and changes in bleeding pattern may occur during essure therapy. Considering the temporal relationship and the lack of alternative explanations, a causal relationship between heavy vaginal bleeding and essure was considered related. This case was regarded as incident, due to the required interventions. In addition, non-serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("hsg showed mal-positioning of the right essure device with spillage of contrast noted in the right adnexal region") and vaginal haemorrhage ("heavy vaginal bleeding (using 6 sanitary pads an hour / severe bleeding / prolonged and abnormal bleeding after essure implantation") in a (B)(6) female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), vaginal haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("severe pelvic pain in right lower quadrant"), alopecia ("hair loss"), dizziness ("intermittent dizziness"), dyspareunia ("difficult and painful sexual relations with her husband/ severe dyspareunia"), fatigue ("fatigue"), nausea ("nausea"), abdominal pain ("continued abdominal pain / stabbing pain in her abdomen / pain"), ovarian cyst ("simple ovarian cyst"), abdominal pain lower ("cramping"), groin pain ("groin pain that radiated up into her back and worsened with intercourse and defecation") and complication of device removal ("other coil had not been removed"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2013) and alternative therapy (novasure endometrial ablation procedure on (B)(6) 2014). At the time of the report, the device dislocation, vaginal haemorrhage, pelvic pain, alopecia, dizziness, dyspareunia, fatigue, nausea, abdominal pain, ovarian cyst, abdominal pain lower, groin pain and complication of device removal outcome was unknown. The reporter considered device dislocation, vaginal haemorrhage, pelvic pain, alopecia, dizziness, dyspareunia, fatigue, nausea, abdominal pain, ovarian cyst, abdominal pain lower, groin pain and complication of device removal to be related to essure. The reporter commented: the records also state that doctor discussed with plaintiff that the general etiology of her pain is uncertain, and gave various possibilities for her pain, including: adhesions from previous surgery, endometriosis, or non-gynecological etiology such as gastrointestinal issues, urologic issues, and chronic pain. Nevertheless, doctor failed to mention that the essure coil still retained in her body was likely the cause of her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2012: hysterosalpingogram result was mal-positioning of the right essure. On (B)(6) 2013: ultrasound scan vagina result was simple ovarian cyst. On (B)(6) 2012 hysterosalpingogram (result continuation): with spillage of contrast noted in the right adnexal region. On (B)(6) 2013: plaintiff presented for a pre-op appointment. Her records state: patient here to schedule salpingectomy. Patient had essure procedure done and right side did not take. The surgical pathology report from (B)(6) 2013 shows that the first fallopian tube has a coiled wire in the lumen. No such finding was noted for the second fallopian tube. Plaintiff was not informed that only one essure coil was noted in the pathology findings and that the other coil had not been removed. Bilateral salpingectomy confirmed a coil in the first fallopian tube, but did not confirm it in the second fallopian tube. She underwent a transvaginal ultrasound on (B)(6) 2014. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and her hsg showed mal-positioning of the right essure device with spillage of contrast noted in the right adnexal region (device dislocation). She underwent a laparoscopic bilateral salpingectomy eleven months after insertion, however, consumer was informed that only one essure coil was noted and that the other coil had not been removed. Consumer also experienced heavy vaginal bleeding (using 6 sanitary pads an hour / severe bleeding / prolonged and abnormal bleeding after essure implantation) and underwent novasure endometrial ablation procedure on (B)(6) 2014. Both the events are anticipated in essure's reference safety information. The exact time point and mechanism of device dislocation is unknown, however, considering the nature of event, it was considered related to essure. Abnormal vaginal bleeding and changes in bleeding pattern may occur during essure therapy. Considering the temporal relationship and the lack of alternative explanations, a causal relationship between heavy vaginal bleeding and essure was considered related. In addition, non-serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.